Event description:
It was reported that the endoscope sheath ceramic tip is broken. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic tip (insulation) is broken was due to a component failure of the insulation. The most likely cause is that some excessive force was applied. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.